Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the device would not power up. The cause was the main pcb (printed circuit board). The upper and lower cases, ring cover, and one side bail cover were also found to be broken.

Event description:
It was reported the device will not turn on. No patient involvement or complications were reported.